Manufacturer narrative:
Presently the cause of the fire is undetermined. The device has visually inspected and sent to a forensic engineer for a root cause evaluation. A follow up report will be submitted by (B)(6) 2014.

Event description:
A visionaire oxygen concentrator was involved in a fire in a patient's home. His grandchildren discovered the fire by his call for help and they took the device outside and it burned down outside. There was no injury and minor property damage.